Event description:
Initial reporter indicated that when she contacted her physician's office for a dosing visit, she was informed that his "vns equipment was not working." Good faith attempts are being made for additional details surrounding the event.